Event description:
The surgeon reported that while using the electrosurgical unit (esu), the patient's tissue was hot to touch. Settings were checked to ensure proper settings. Surgeon instructed staff to decrease setting by 10. Surgeon continued to report cautery still too hot. Setting once again decreased by 10. Esu used one more time and surgeon stopped stating something wrong with esu. The or room smelled of smoke (charing or smokey). The lap pad (sponge) immediately removed and nurse reported black areas noted on lap pad. Esu pencil removed from the field. No harm to patient or staff. No fire. A new esu pencil applied (connected) to machine without any issues.the esu pencil was included in medline cds kit and the kit was not saved.